Event description:
Reporter alleges on (B)(6) 2019 she was injected in her left knee with orthovisc. After a few hours when she got home, she noticed her knee was swelling up and looked like a blown up balloon. Her friend brought her a walker to help her ambulate as she was having ambulation difficulties. Reporter advised she took some pain medication for pain and discomfort and elevate her legs whilst applying some cold compressors. Reporter alleges she sent a picture of the knee to the dr but there was no response. She saw the dr on (B)(6) 2019 who diagnosed her with pseudoseptic reaction. The dr advised her to continue leg elevation, use cold compressors and take anti inflammatory meds. The swelling has reduced by 50 percent. Dr has advised her to go to the emergency room if it gets worse. Reporter wants the FDA to be aware of this event. She has read up literature of others who have suffered similar diagnosis after taking orthovisc.